Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 20, 37 and 67 mg/dl. Customer stated that she is hypoglycemic and that her expected fasting blood glucose test result range is 70 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; customer did not have any test strips left to test the meter. The product is stored according to specification. The meter memory was reviewed for previous test result history (customer is concerned with all of the results): 20mg/dl (B)(6) 2017 07:31 pm fasting: yes; 67mg/dl (B)(6) 2017 07:39 am fasting: no; 68mg/dl (B)(6) 2017 07:38 pm fasting: yes; 101mg/dl (B)(6) 2017 07:37 pm fasting: yes; 37mg/dl (B)(6) 2017 08:22 am fasting: yes. Memory concerns: customer is concerned with all of the results. Customer called concerning low results. Customer says that she is indeed hypoglycemic but glucose levels normally range between 70-100mg/dl.